Manufacturer narrative:
H10: the customer replaced the solenoid valves to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had a check vent alarm - 110b diagnostic code (proximal pressure sensor autozero failed). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.    The customer evaluated the device with the philips remote service engineer (rse). The rse referenced suggested repair for the 110b, and provided parts ID for the solenoid valves and discussed the replacement procedures per the manual to include required testing per table 9-1 after replacement.